Event description:
It was reported, the pt had a spinal fusion surgery, and since the procedure the pt no longer had stimulation or communication with the ipg. A replacement wand was sent to the pt, and the sjm rep met with the pt. It was reported, the ipg may have been damaged by electrocautery during the fusion procedure. It was also reported, the wand did not resolve the issue, and the magnet was unable to turn on the ipg. The physician planned surgical intervention to address the issue at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.